Manufacturer narrative:
Product implicated and returned for eval is a port w/attachable 8fr catheter. The port and catheter are separated at the port stem. A short segment of catheter tubing remains on the port stem under the cath-lock. This section of tubing is broken/torn on both ends with the proximal end split and flattened against the base of the port stem shoulder, and the distal end terminating at the stem tip barb locking edge. The tip of the metal stem is exposed as viewed through the clear cath-lock. The complete distal section of the catheter, including the distal tip and valve, is also included, loose. The distal end of the catheter appears broken. The catheter lumen is filled with dried dark blood residue. There are 3 depth markers present indicating that the port connection occurred proximal to the 15cm mark. The length of the catheter is 7.55". There are very few needle stick marks visible in the port septum. The port reservoir appears to be clear through the septum. The cath-lock has hemostat grip marks on its exterior. The exterior of the metal port is scratched by instrumentation. A history review of lot#36hg6402 indicates no related mfg issues, and no other field complaint concerning subcutaneous breakage reported for this lot. The notes indicate that the port was placed on the right side for chemotherapy. After 3 mos the pt experienced pulmonary pain. An x-ray showed that the catheter had broke apart. The initial eval and decontamination shows that blood clots were flushed easily from the lumen, and that all pieces were patent to flushing. Upon further eval, the catheter is examined tactually for elastic weakness or deformation. A set of annular impressions are found approx 1.75" proximal to the distal tip, just distal to the first (5cm) depth marker. A small circumferential tear is in the annular impressions. This may indicate the grip site of the snare used to retrieve the fragment that is assumed to have embolized. No other weakness or deformation is noticed, however, the blue stripe in the proximal 0.3"-0.4" of the tubing at the broken end is blanched white, normally indicating wear and stretching beyond the tubing's elastic limits. The sample is examined under 10x magnification. The cath-lock is carefully removed from the port stem. The separated ends of the catheter tubing match when mated together. The tubing on the stem has a small perpendicular tear across the blue stripe at the approximate mid-point of this segment. There are impressions from the cath-lock inner diameter in the tubing outer diameter. The proximal end of this segment is split in the blue stripe and flared out and smashed against the stem/base shoulder. This is an indication that too much tubing was placed on the stem prior to advancing the cath-lock. The surface texture of both broken ends is granular/coarse and jagged. The broken proximal end of the embolized catheter is expanded from being over the stem tip taper.

Event description:
Port places on right side for chemotherapy. After 3 months, the pt experienced pulmonary pain. An x-ray was done which showed the catheter had broke apart.